Event description:
It was reported that while deploying the stent, the proximal portion of the stent foreshortened. Reportedly, the procedure included treatment of a lesion in the left sfa. The lesion was described as a total chronic occlusion, measuring approx 200 mm and with a 6mm reference vessel diameter. During deployment of the first stent, the proximal portion of the stent foreshortened by 1cm. The physician completed the deployment successfully, then to complete treatment of the lesion, the physician advanced another stent. When the physician deployed a second stent overlapping the first one, the second stent foreshortened. After placement of the second stent, the lesion was successfully treated and the physician did not take any further action. There was no reported pt.

Manufacturer narrative:
As part of all complaint investigations, an attempt is made to evaluate the subject device, as well as how the device was used. In this particular case, no sample and no images were received for investigation. As no specific lot number was available, a device history record review could not be performed. Based on the info available and the fact that no sample and no images were provided, the reported problem could not be reproduced. However, product and non-product factors have been and will continue to be considered (e.g. Adjustments after partial deployment of the stent may lead to a compressed stent). In reviewing the current labeling, we found that the potential product and non-product related factors are addressed in the current version of the instructions for use (IFU). This event is associated with the same pt in the event reported under manufacturer report no 9681442-2009-00096.